Event description:
It was reported that the pump screen timed out before the customer was able to prime the cannula during the fill tubing process. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support but was able to resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.